Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event with a glucose value of 49 and treated the episode with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device-related problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.